Manufacturer narrative:
H10: the device was received for evaluation. The visual inspection by naked eye of the product showed a black contamination on the cylindrical part of the housing. Under the microscope, the dirt looked like adhesive residue to which dirt adheres. With ir analysis no spectrum can be recorded. The particles were too small and by scratching off the housing, polycarbonate (housing material) was identified. The reported failure could be confirmed, but the cause could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that before use with revaclear 300, a particulate matter (pm) was observed. The location of the pm was not reported. There was no patient involvement. No additional information was provided.